Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had magnet rate of 90 pacing per minute (ppm) as shown by trans telephonic monitor (ttm). The health care professional (hcp) was told that this device was needed to be replaced. The right ventricular (rv) output was decreased which made the device to have 2.5 years battery remaining with a magnet rate of 90 ppm. Boston scientific technical services (ts) advised that the elective replacement time (ert) magnet rate for this device is 85 ppm and that hcp should believe on what the gas gauge is showing. This device still remains in service. No adverse patient effects were reported.